Manufacturer narrative:
Concomitant medical products: 6947m62, lead implanted: (B)(6) 2018; 5076-52, lead implanted: (B)(6) 2018. Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged out of the branch and coronary sinus, resulting in lv output of 5.0v@1.0ms without capture, and subsequent rapid battery depletion at current settings. Heart failure was noted to be an associated symptom. The device was explanted and replaced, and the lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.